Event description:
Ous MDR - after an implantation time of about 4 months, loss of capture was reported. The lead was dislodged and was explanted on (B)(6) 2014. The lead was returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The returned fragment was checked visually and electrically. It is likely that the lead was cut through during the explantation. Further inspection of the available fragment showed bleeding into the lumen, which is probably a result of the explantation process. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. In summary, there were no indications of material defects or manufacturing errors.